Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2019-00162 and 1226348-2019-01013. Complaint conclusion as reported by a healthcare professional, during a thrombectomy case, an embotrap device (unknown product number/ lot number) failed to fit inside and be delivered thru a prowler plus .021 (unknown product number/ lot number) microcatheter. The microcatheter was already inside the patient when the resistance occurred. The resistance required removal of the microcatheter (mc) and subsequent loss of cerebral target position occurred. The embotrap did not enter the patient. The event did not result in patient injury, additional intervention to prevent serious injury of death, hospitalization, prolongation existing hospitalization, or permanent disability. The microcatheter nor the embotrap did not appear damaged. Another device was not passed through the microcatheter after the event occurred. The same embotrap device did not advance through a new microcatheter. No additional information is available. The product was discarded therefore it was not available for further investigation. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿empotrap - impeded in mc with loss of cerebral target position¿ could not be confirmed. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Confirm that the insertion tool is fully seated in the hub of the rhv before proceeding to advance the device. Advance the device until at least half of the shaft length has been inserted into the microcatheter, at which point the insertion tool may be removed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a thrombectomy case, an embotrap device (unknown product number/ lot number) failed to fit inside and be delivered thru a prowler plus .021 (unknown product number/ lot number) microcatheter. The microcatheter was already inside the patient when the resistance occurred. The resistance required removal of the microcatheter (mc) and subsequent loss of cerebral target position occurred. The embotrap did not enter the patient. The event did not result in patient injury, additional intervention to prevent serious injury of death, hospitalization, prolongation existing hospitalization, or permanent disability. The microcatheter nor the embotrap did not appear damaged. Another device was not passed through the microcatheter after the event occurred. The same embotrap device did not advance through a new microcatheter. No additional information is available.